Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received weak battery and failed battery test. The customer's blood glucose level at the time of incident was 237mg/dl. Troubleshoot was conducted. The customer states they had received replacement battery cap 3 times. The device alarmed for failed battery test. The customer was advised the pump would be replaced and returned for analysis.